Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 518 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("rt. And lt. Silver metallic device within the fallopian tube protruding out opposite the fimbriated end") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dizzy and hand pain on (B)(6) 2020, anxiety, insomnia, vitamin d deficiency, herpes simplex labialis, vertigo, cerumen impaction and dizziness on (B)(6) 2019, urge incontinence on (B)(6) 2018, vaginal burning sensation, parity 4, multi gravida, contraception, stress incontinence, female and bacterial vaginosis on (B)(6) 2018, uterine fibroid on (B)(6) 2017, cystocele on (B)(6) 2017 and malodourous vaginal discharge. As concurrent condition the report mentioned pelvic pain since (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 528 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed on (B)(6) 2023. The patient was treated with surgery (salpingectomy laparoscopic essure removal diagnostic hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: date discrepancy noted in explanted date: (B)(6) 2018 instead of (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.681 kg/sqm. [Hysterosalpingogram] on (B)(6) 2022: xr hsg (hysterosalpingogram) with inj. Clinical history: essure indications: status post essure placement complications: none. The patient tolerated the procedure well. Findings: scout films: normal uterus: bilateral essure in place. Fallopian tubes: no filling of contrast in both fallopian tubes, there is no intraperitoneal contrast identified bilaterally. Right essure distally placed. Impression: bilateral blocked fallopian tubes consistent with essure placement. [Pathology test] on (B)(6) 2023: surgical pathology final pathologic diagnosis a. Right fallopian tube, tubal ligation: - completely transected fallopian tube showing no significant abnormality b. Left fallopian tube, tubal ligation: - completely transected fallopian tube showing no significant abnormality gross description right fallopian tube: there is a 2.5 x 0.3 cm coiled, silver metallic device within the fallopian tube protruding out opposite the fimbriated end. Left fallopian tube: there is a 6.3 x 0.2 cm stretched coiled, silver metallic device within the fallopian tube protruding out opposite the fimbriated end. [Pregnancy test] on (B)(6) 2017: negative [ultrasound scan] on (B)(6) 2017: ultrasound transabdominal and transvaginal pelvis non ob complete reason: pelvic pain x 3 months. Possible fibroid uterus findings: the uterus is oriented anteverted and is midline. The myometrium appears heterogeneous in texture. Nabothian cyst was visualized in the cervix. Patient has essure. The right and left ovary appears normal in size and echogenicity. Impression: the heterogeneous myometrium no measurable fibroid identified. Nabothian cysts in the cervix. Patient has essure along the fallopian tubes. Small free fluid in the culde- sac, likely physiologic.; on (B)(6) 2020: ultrasound transabdominal and transvaginal pelvis non ob complete reason: pelvic pain, history of essure lmp: (B)(6) 2020. Findings: the uterus is oriented anteverted and is midline. The myometrium appears heterogeneous in texture. Patient has essure. The right ovary appears normal in size and echogenicity. The left ovary is not visualized. The right adnexa are unremarkable. The left adnexa are unremarkable. Normal cul-de-sac visualized. Impression: * heterogeneous myometrium. No discrete fibroids seen. * essure noted. * left ovary is not seen. Notes having sensation of chronic pelvic inflammation pain, worse with sex. Notes pain is worse compared to before when she saw me. Patient still suspect it is her essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Reporter, medical history, lab data, reporter causality comment added. Non-drug treatment notes was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("rt. And lt. Silver metallic device within the fallopian tube protruding out opposite the fimbriated end") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dizzy and hand pain on (B)(6) 2020, anxiety, insomnia, vitamin d deficiency, herpes simplex labialis, vertigo, cerumen impaction and dizziness on (B)(6) 2019, urge incontinence on (B)(6) 2018, vaginal burning sensation, parity 4, multi gravida, contraception, stress incontinence, female and bacterial vaginosis on (B)(6) 2018, uterine fibroid on (B)(6) 2017, cystocele on (B)(6) 2017 and malodourous vaginal discharge. As concurrent condition the report mentioned pelvic pain since (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 528 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed on (B)(6) 2023. The patient was treated with surgery (salpingectomy laparoscopic essure removal diagnostic hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: date discrepancy noted in explanted date: (B)(6) 2018 instead of (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.681 kg/sqm. [Hysterosalpingogram] on (B)(6) 2022: xr hsg (hysterosalpingogram) with inj. Clinical history: essure. Indications: status post essure placement. Complications: none. The patient tolerated the procedure well. Findings: scout films: normal. Uterus: bilateral essure in place. Fallopian tubes: no filling of contrast in both fallopian tubes, there is no intraperitoneal contrast identified bilaterally. Right essure distally placed. Impression: bilateral blocked fallopian tubes consistent with essure placement. [Pathology test] on (B)(6) 2023: surgical pathology. Final pathologic diagnosis. A. Right fallopian tube, tubal ligation: - completely transected fallopian tube showing no significant abnormality. B. Left fallopian tube, tubal ligation: - completely transected fallopian tube showing no significant abnormality. Gross description: right fallopian tube: there is a 2.5 x 0.3 cm coiled, silver metallic device within the fallopian tube protruding out opposite the fimbriated end. Left fallopian tube: there is a 6.3 x 0.2 cm stretched coiled, silver metallic device within the fallopian tube protruding out opposite the fimbriated end. [Pregnancy test] on (B)(6) 2017: negative. [Ultrasound scan] on (B)(6) 2017: ultrasound transabdominal and transvaginal pelvis non ob complete reason: pelvic pain x 3 months. Possible fibroid uterus. Findings: the uterus is oriented anteverted and is midline. The myometrium appears heterogeneous in texture. Nabothian cyst was visualized in the cervix. Patient has essure. The right and left ovary appears normal in size and echogenicity. Impression: the heterogeneous myometrium no measurable fibroid identified. Nabothian cysts in the cervix. Patient has essure along the fallopian tubes. Small free fluid in the culde- sac, likely physiologic.; on (B)(6) 2020: ultrasound transabdominal and transvaginal pelvis non ob complete. Reason: pelvic pain, history of essure. Lmp: 04jul2020. Findings: the uterus is oriented anteverted and is midline. The myometrium appears heterogeneous in texture. Patient has essure. The right ovary appears normal in size and echogenicity. The left ovary is not visualized. The right adnexa are unremarkable. The left adnexa are unremarkable. Normal cul-de-sac visualized. Impression: * heterogeneous myometrium. No discrete fibroids seen. * essure noted. * left ovary is not seen. Notes having sensation of chronic pelvic inflammation pain, worse with sex. Notes pain is worse compared to before when she saw me. Patient still suspect it is her essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-apr-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.